Event description:
Customer reported that the touchscreen of the device was often unresponsive. There was no adverse impact to the customer¿s blood glucose level. The customer declined follow-up, and no additional information was received regarding the outcome of the event.